Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that this patient experienced a hemorrhagic cerebrovascular accident and expired after care was withdrawn. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation as it remained implanted postmortem. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Death and stroke/neurological dysfunction are known potential clinical adverse events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that this patient had an intraoperative stroke with hemorrhagic conversion in the intensive care unit (ICU) and was treated with heparin. The patient experienced right arm paralysis and lethargy. The cause of death was reported to be due to "hemorrhagic cerebrovascular accident (hcva) due to ingestion of thrombus." The family decided to withdraw care as a result of poor prognosis and the patient expired on (B)(6) 2014. The ventricular assist device (vad) coordinator stated the device was related to the event. The pump was not explanted and remained implanted postmortem.